Event description:
It was reported that patient had a knee replacement done in 2015, due to problems, patient had another knee replacement and is still going through problems and pain in leg. This event was reported under medwatch report no. Mw5077035.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and medwatch complaint details reviewed. No clinical supporting documents available for inclusion in a thorough clinical analysis of this case. No further assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.